Event description:
According to the information received, the patient expired in 2001. The valve was explanted at autopsy and subsequently given to the patient's spouse who is currently storing the valve in a refrigerator; however, spouse has not made a decision as to whether or not spouse will return to valve to sjm for analysis. The cause of death is unknown at this time.